Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "cuffitis: is an endoscopic approach possible?". The literature reported the results of a study based on an endoscopic approach for the treatment of cuffitis as a complication of pouch anal anastomosis (ipaa), between march 2017 and august 2018. During the study period, a hybrid endoscopic submucosal dissection (esd) using an olympus instrument (unspecified dual knife) was performed on one patient with cuffitis after ipaa. The patient presented with rectal bleeding without hemodynamic instability and did not require a packed cell transfusion or hemostatic agents. The patient's treatment consisted of simple monitoring hospitalization, and the patient was discharged after 72 hours. Based on the available information, a direct relationship between the subject device and the observed adverse event could not be determined.